Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii - 2-piece syringe experienced plunger movement difficult. The following information was provided by the initial reporter: we hereby wish to report a problem received from us. End customer (doctor), user of discardit ii syringes (2,5,10ml) without silicone. The doctor reports a difficult and poor sliding of the plunger in the syringe with a "click" at the end of the syringe itself which does not allow adequate and controlled administration of the drug to the patient. The doctor states that he has used these types of syringes before, but different batches and that he has not had these problems.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-june-2023. H6: investigation summary a device history record review was completed for provided material number 309050 and lot number 2202138. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. However, through inspection of the sample, no signs of defect could be identified. As the provided sample did not present any functionality issue, an exact cause could not be determined for the reported incident.

Event description:
It was reported that the bd discardit ii - 2-piece syringe experienced plunger movement difficult. The following information was provided by the initial reporter: we hereby wish to report a problem received from us. End customer (doctor), user of discardit ii syringes (2,5,10ml) without silicone. The doctor reports a difficult and poor sliding of the plunger in the syringe with a "click" at the end of the syringe itself which does not allow adequate and controlled administration of the drug to the patient. The doctor states that he has used these types of syringes before, but different batches and that he has not had these problems.